Event description:
Complaint reported: "during a surgical procedure - laparoscopic appendectomy - the hemolok applier being used broke inside the patient. The device was withdrawn from the patient and removed from the surgical field. Two small pieces of metal were removed from inside the patient." No patient injury reported.

Manufacturer narrative:
(B)(4). No sample is available for the manufacturer to evaluate.